Manufacturer narrative:
Results - a work order search was performed for similar complaints within the search and there were no similar complaints.

Event description:
The reporter stated that the surgeon inserted a collamer single piece lens model cc4204bf with no drainage to the lens however, the surgeon noticed a tear in the patient's posterior capsule. The surgeon removed the lens in one piece and performed a vitrectomy and put a lens in the anterior chamber. The reporter stated that the surgeon thought the tear in the capsule occurred during removal of the cataract. The reporter wasn't sure if the incision was enlarged or if a suture was required. This facility does not use staar phacoemulsification equipment.